Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site's navigation system upon boot up stated "spectra camera, error communicating with camera please reboot system." The system rebooted and the camera was functional, no further error messaged. There was no patient present.